Event description:
A locking calcaneal plate broke post operative. Pt experienced a highly comminuted calcaneal fracture and fractured right 2nd metatarsal in a motor vehicle accident. Broken plate was removed during revision on surgery.